Manufacturer narrative:
(B)(4). It was reported that the patient suffered skin burn after a series of 60 second ablation. Stockert IFU states that the area of patch application must also be thoroughly cleaned, dry, and preferably shaved for optimum placement and grounding of the patch to reduce the likelihood of skin burn. It was reported that due to patient perspiration, the adhesion of the patch may have been compromised. Additional information received from the customer stated that the skin burn was likely as 1st degree. No treatment was necessary for this incident. The facility indicated that the event was not caused by bwi equipment and declined service as no malfunction of the device was noted. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.

Manufacturer narrative:
Investigation is still in process, once that the repair record is completed, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4), cool flow pump: us catalog #: cfp002, serial #: (B)(4), ez steer navigational ds: us catalog # and lot #: unknown. Ez steer thermocool sf nav: us catalog # bni35dfh, lot #: unknown. (B)(4).

Event description:
It was reported that during an idiopathic vt ablation procedure, the patient suffered a small blister (like skin burn) at the site of the indifferent electrode. The physician began ablating with an ez steer thermocool sf, and then switched to an ez steer thermocool ds at 60-70 watts to complete the case. The physician performed a series of ablations (60 seconds in duration). The patient was large and it was suspected that the indifferent electrode lost adhesion due to patient perspiration. At the time of this report, the details of this event and patient status were unknown.